Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: when the patient used the mz1000 infusion connector to infuse the special medical solution for the hematology department, the joint leaked, which caused a large amount of the medical solution to flow out of the body, causing unnecessary losses to the patient. Order the company to give an explanation and ensure that there is no such situation afterwards, otherwise the use will be suspended.

Manufacturer narrative:
H.6. Investigation: one mz1000 china sample was received for investigation with the protective cap in place; no packaging was received with the sample, however the customer provided a photograph of the packaging label which confirmed the affected lot number to be 20096105. Additionally a pall filter extension set and a wego 10ml syringe were received connected to the sample to assist the investigation. The mz1000 china sample was subjected to pressure testing by connecting it to a 50ml bd plastipak syringe and a 10ml bd luer slip syringe from retained stock; no leakage was identified during testing. Furthermore, the sample was subjected to the same test procedure whilst connected to each of the products received to assist the investigation; again no leakage was identified throughout testing. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: when the patient used the (B)(4) infusion connector to infuse the special medical solution for the hematology department, the joint leaked, which caused a large amount of the medical solution to flow out of the body, causing unnecessary losses to the patient. Order the company to give an explanation and ensure that there is no such situation afterwards, otherwise the use will be suspended.